Manufacturer narrative:
Product ID: 8709 lot# n/a, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Product ID: 8578, lot# 0206844459, serial# n/a, implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: unknown, catheter lot# serial# unknown, product type: catheter. Section 'device' information references the main component of the system. Other relevant device(s) are: product ID: unknown catheter, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A second catheter was received for analysis; the device details are available above. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 09-mar-2008, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal [2000 mcg/ml] at a dose of 198mcg/day via an implantable pump. The indication for use was not provided. It was reported that the patient experienced a prolonged increase in spasticity and that it had returned to pre-pump levels. At the last pump refill the expected and residual volume were the same. The logs of the pump were read and no alarms or motor stalls were noted (pump logs were provided in the report and confirmed this). On (B)(6) 2019 the pump was being replaced due to upcoming elective replacement indicator (eri), and as they had concerns about the catheter not delivering, the catheter was also replaced at that time. It was noted that a catheter access port (cap) study was attempted on (B)(6) 2018 but it was unsuccessful because the doctor and the nurse could not locate the catheter access port (and therefore could not draw csf) and the procedure was abandoned. It was unknown if the drug dose was ever changed to address the increase in spasticity, but the dose had been increased by 25% with the new pump. The explanted pump and catheter would be returned. At the time of the report the issue was resolved and the patient status was alive without injury. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 8709 lot# serial# (B)(4) implanted: (B)(6)2006 explanted: (B)(6)2019 product type catheter product ID 8578 lot# (B)(4) serial# implanted: (B)(6)2013 explanted: (B)(6)2019 product type catheter .visual inspection of the model 8709 catheter identified a break in the catheter body. Visual inspection of the model 8578 sutureless connector (sc) identified tearing in the cup of the connector. If information is provided in the future, a supplemental report will be issued.